Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found. Visual inspection: grommet damage was noted and the setscrew was rounded.

Event description:
It was reported that during implant attempt, there was no pacing and high impedance. The device was not implanted. No patient complications have been reported as a result of this event.